Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up of an asymptomatic patient, automated mode switch episodes due to atrial lead noise were observed. The noise could be reproduced through isometrics. No changes were made at that time. Patient monitoring through merlin.net continued to show short instances of automated due switches due to noise. The patient was in good condition and the physician opted to take no action.

Manufacturer narrative:
(B)(4).

Event description:
New information on (B)(6) 2016 indicated that atrial noise was noted with several episodes of inappropriate automatic mode switch episodes. No medical intervention was performed as the physician opted to take no action. The patient was in good condition post event.